Event description:
It was reported that a boston scientific mesh device was implanted into the patient during a procedure. Following the procedure, and as reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of october 15, 2025, was chosen as a best estimate based on the date the manufacturer was made aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported through the legal process. Block h6: the patient code e2401 captures the reportable event of unspecified injury. The impact code f12 captures the reportable of patient filed for a legal claim related to the unspecified injury related to the implanted mesh.